Manufacturer narrative:
A visual examination of the returned device found that the working length/distal tip with exposed cut wire was severely twisted and bent. In addition, the closed extrusion at the distal tip was ripped. The rip existed from the point where the guide wire channel ends, to the tip, tearing open the closed extrusion through the distal tip and splitting the tip. There was no slack in the cut wire; the cut wire length meet specification. Functionally, when bowing the device by activating the handle and it was found that the distal was able to bow but did not bow in plane due to the bent cut wire and twisted working length. When inserting the device down the scope resistance was encountered due to the severely twisted working length. Upon exiting the scope, the initial tip orientation did not meet specification due the twisted working length and bent cut wire. The condition of the returned incident device was not consistent with the complaint that the device would not bow and slack in the cut wire. However, the evaluation found that the working length and cut wire were bent and that the closed extrusion was torn. During manufacturing, tome devices are 100% inspected so the device damage likely occurred due to procedural factors. Therefore, the most probable root cause is operational context. The device history record review found the device met all manufacturing specifications.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2011-00616 and MFR. Report # 3005099803-2011-00617). It was reported to boston scientific corporation that two hydratome rx sphincterotomes were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, there seemed to be too much slack in cut wire. When the device was bowed the slack was taken up, however, the device would not bow. It appeared to be in it's 'relaxed state'. A second hydratome was obtained and the same problem occurred; the device would not bow. The procedure was completed with a third hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; cut wire/working length bent, working length torn and not bowing in plane.